Event description:
It was reported that the rod broke. No patient complications have been reported

Manufacturer narrative:
(B)(4). The device was not returned for product evaluation, however films were supplied for review which found: x-rays t6-l5 multi level construct with pedicle screws. Left sided sublaminar wires at l1, t12, t11 with rod broken on one lateral view.